Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The pt was not hospitalized for the event. On the same day as onset, the pt was treated for the peritonitis with vancomycin (1 gram every 5th day, route not reported) and magnova injection (1 gram exchange with 500 mg in next each exchange, route not reported). The cause of peritonitis was unknown. At the time of this report, the peritonitis was resolving, the pt was recovering, and dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.